Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient experiencing stomach pain had expired while using an astral device.